Manufacturer narrative:
Device evaluation follow-up #2 submitted 10/10/2016: the device was returned to animas and evaluated by product analysis on 09/14/2016 with the following results. One power on reset event associated with ¿cs128¿ alarm observed on (B)(6) 2016. The battery compartment is cracked at threads on the side. Returned battery cap¿s threads are stripped, the cap was unable to fit to the pump resulting in reboots. Reported ¿power¿ complaint is duplicated. Battery cap was hard to remove. Test battery cap was able to fit to maintain electrical connection but it was unable to secure to the pump due the stripped battery compartment threads. ¿ez-prime¿ steps were performed correctly, no further power interruption occurred during the investigation. The pump¿s cover was removed, no intermittent condition was found to the power circuit. Moisture corrosion is observed in the battery canister, leak test failed due a battery compartment leak, no further moisture ingress was found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had no power, there was a crack on the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 08/18/2016.